Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6)2012. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedance. Possible lead fracture was suspected. It was noted that the rv lead was programmed to unipolar prior to extraction. The lead was explanted and replaced. Additionally, it was reported that the atrial lead had dislodged from the ra (right atrium) during the rv lead extraction. The atrial lead was removed but not replaced due to permanent afib (atrial fibrillation). No patient complications have been reported as a result of this event.